Event description:
Option study. It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 17.1 mm. The patient was discharged from the hospital on a medical regiment of aspirin and apixaban. 662 days post procedure the patient experienced paresthesia and left lower extremity weakness and difficulty in speech. The next day the patient presented to the emergency room and was further hospitalized for evaluation and treatment. The patient was diagnosed as having a transient ischemic attack. One day after being hospitalized the event was considered resolved and the patient was discharged home fully recovered from this event.